Manufacturer narrative:
Sample information was not provided. Total bilirubin was calibrated prior to the event. Qc results were within the laboratory's established ranges. A bec field service engineer (fse) troubleshot the instrument and performed the followings: a. Replaced the photometer. B. Replaced a leaking sample probe collar wash. C. Alignment. Although hardware issues were addressed a clear root cause was not identified for this event.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to an erroneous low total bilirubin (tbil) result on one patient generated by the unicel dxc 800p synchron chemistry analyzer. The erroneous result was not reported out of the laboratory; hence, patient treatment was not impacted by this event. The sample was repeated on the same instrument and higher results were obtained. Patient results are provided.